Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the suction nipple loose. Based on the result, we concluded that it was caused due to the excessive force applied on the suction nipple. In addition, our technician confirmed that the control body fluid damage, the forward body frame fluid damage, the lg connector fluid damage, the remote control buttons perforated, the light guide cable compressed (short in length), the angle wire play, the ccd drive pcb corroded, the air nozzle missing, the suction nipple leak, the lg prong loose, the down pulley wire worn out, the left pulley wire worn out, the insertion flexible tube lump/wave, the light guide cable lump/wave, the segment steel braid rupture, and the ccd module with drive pcb distorted image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Suction nipple loosened.